Manufacturer narrative:
H10: h3, h6: one 72201769 biosure ha 6x25mm screw used for treatment was returned for evaluation. The screw was damaged with distal material missing. The area was torn and jagged. Thread edges were chewed up. These symptoms have been associated with attempted use of an inferior tunnel causing binding and pressure applied where the tapered diameter widens. The phillips head was in good condition. Prep per the instructions for use (IFU) recommendation is critical for ease of insertion and successful anchoring. IFU recommends pre tap; ¿appropriate size tap¿ choice is important as this is a tapered screw. Based upon the fracture condition and visual characteristics observed, excess torque force was placed upon the screw during attempted insertion. Complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. No root cause associated with the manufacture of this device was confirmed. Product met specifications upon release to distribution. No further investigation warranted at this time. Per medical investigation conclusion: based solely on the product evaluation, the root cause of the screw breakage was due to excessive torque force placed upon the screw during attempted insertion. Per IFU recommends pre tap, ¿appropriate size tap¿ choice is important, as this is a tapered screw. Per subsequent email, the broken screw piece was removed. There was no harm reported to the patient, no delay in the procedure and the procedure completed with a backup. Should any additional medical information be provided this complaint will be re-assessed.

Event description:
It was reported that during patella dislocation surgery, the screw was found damaged (broken) when screw-in. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.